Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the physician had tried to place the lead component of the implantable neurostimulator (ins) midline unsuccessfully for this patient. The physician then used a different model lead which was then able to be placed ¿close enough¿. The patient was reported to have excellent coverage for their pain.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-01245.

Event description:
It was reported the surgeon was unable to get the surgical paddle to stay midline for 5 out of 7 patients. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report numbers # 3007566237-2013-01240, 3007566237-2013-01243 for reports on similar events involving the same surgeon.